Manufacturer narrative:
Complaint conclusion: it was reported that when the physician opened the sterile pouch and took the exoseal from the package, he noted that the plug looked red. Additional information noted that when the physician took the exoseal from the package, blood was transferred to the handle but it was stated that he did not touch the distal end of the shaft (the plug). There was no patient injury as the device was not clinically used. One non-sterile 7f exoseal was received in a plastic bag. Guard and deployment lever were not depressed. Indicator window was received in black/white position. Blood residues were noted in both sides of the handle. During microscopic analysis red residues were observed in the plug. The plug was sent to ftir analysis in order to determine the cause of the red residues. During ftir analysis, it was concluded that the stains/coloration observed on the device plug was caused by the presence of blood since the interaction with hydrogen peroxide showed a slight reaction with the heme group found in the protein hemoglobin, therefore, the presence of blood is confirmed due to the observed reaction. Review of lot 15999933 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the customer plug-foreign material was confirmed since were found residues in the plug. The exact cause of the failure could not conclusively determined; however it may be related to procedural factors since blood residues were detected during ftir analysis. Controls are placed in the manufacturing line to detect any foreign material in the devices. Neither the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken. With the information provided it is not possible to determine the source of the blood and when it was transferred to the tip/plug of the exoseal. No conclusion can be drawn.

Event description:
When the physician open the sterile pouch and took the exoseal from the package, he noted that the plug looked red. Therefore he stopped using it and a new exoseal was used instead. Hemostasis was achieved by the new exoseal. The procedure finished successfully. The product was not clinically used and it will be returned for analysis. According to the rep, when the physician took the exoseal from the package, blood adhered to the handle. However he did not touch the distal end of the shaft (the plug).

Manufacturer narrative:
Review of lot 15999933 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was observed during review that no nonconformances were generated. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient's gender is unknown. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.